Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that due to an error the device was unable to boot and the micro processing unit was replaced to resolve. However it was noted that a new error then generated and the hard drive was therefore replaced and reconfigured, as well as reloading and updating the software. The device then passed final functional and systems tests. (B)(4).

Event description:
The programmer was returned for "repair." Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.